Event description:
The procedure was for declotting of a hemodialysis access graft. After a pass through the clotted fistula, and when wiping down the catheter between passes, the marker band came off.